Event description:
It was reported that there had been volume discrepancies in the reservoir at several pump refills and the patient experienced underdose symptoms. It was indicated that the discrepancies were approximately 5-6cc with one specific case having an expected reservoir volume of 12ml when the actual volume was 6ml. A dye study was attempted in the office, but was unable to be completed due to an inability to aspirate the catheter. Additionally, the pump logs were checked, x-rays were taken, and a rotor/roller study was preformed; however, no further information pertaining to these were given. It was stated that a surgical intervention took place to revise the pocket and replace the pump and pump connector. With the new connector, there was a good flow of cerebrospinal fluid seen and the dye study was done within normal limits. At the time of report, there was no patient injury. The device system was used to deliver dilaudid.

Manufacturer narrative:
Final analysis of the pump found no anomalies. The pumps passed dispense accuracy testing and volume infusion accuracy testing. In addition, destructive analysis was performed and no issues were found. Final analysis of the catheter found coring, tears, or cuts in the seal of the sutureless connector. In addition, leaking was seen at the sutureless connector and pump outlet.(B)(4).

Manufacturer narrative:
Concomitant product: product ID: 8709sc, lot# n175986011, implanted: (B)(6) 2008, product type: catheter. (B)(4).